Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. In addition, it was reported that the pump battery could not be charged. Customer's blood glucose level was 130 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.